Manufacturer narrative:
The incident reporting hospital has switched to plastic shaft applicators.

Event description:
The swab was used to clean a wound and the sick broke; one end stayed inside the wound. The pt had to be taken to surgery to get the end of product removed.